Event description:
It was reported by caller that the bolt that holds on the front rigging of the (B)(4) power chair is completely stripped. The caller states that the welded bracket that mounts the moving part of the front riggings have cracked at the weld that connects it. No further information available.